Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving therapy via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump had partially extruded out of the patient. Replacement surgery was planned and therapy was being reduced gradually as to prevent severe withdrawal.

Event description:
On 2023-jun-26, additional information was received from a patient representative. It was reported the patient's pump "worked its way out of the sutures within a month" of implant and they removed the pump. The caller stated that it "created a yawning wound where the sutures had been" and that "distally to the pump, the tube worked its way out through his back and created its own separate wound".

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# j11412r20 implanted: (B)(6) 2003, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was successfully removed and the patient has recovered and returned home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. It was reported the patient was a very smart, verbal but non-vocal and bed-bound, and had severe cerebral palsy. It was noted he gets all his nutrition with a jejunal feeding tube that had been in place for 20 years. It was because of repeated aspiration pneumonias that it was now his sole source of nutrition. It was reported the patient previously had three consecutive intrathecal baclofen pumps in his inguinal area, just below the j-tube stoma for five years each. However, shortly after the fourth pump was placed, it exuded through the sutures over a period of over one week and was removed by the doctor and expected to insert a replacement pump in a new site, with a subcutaneous tube running to his spinal column, but we they are having second thoughts. The previous tube that went from the groin area to the lumbar region spontaneously worked its way out through a wound on his back. It was noted the patient never complained of pain. However, he was extremely tight without the direct application of baclofen to his spinal column. His asymmetrical tonic neck reflex, and his extensor spasticity were quite pronounced without the intrathecal baclofen, and his constant random movement and stress caused him to have almost no fat on his body. He does take oral baclofen, 40 mg 3 times daily, but it had nowhere near the relaxant effect of 870 micrograms of baclofen suspension administered directly into the spine daily by the pump. It was noted there was literally no space on the patient¿s slight frame, and they were reluctant to try to renew the left side inguinal placement as his body had rejected the pump at that location and on the right side his torso was dominated by his colostomy. The reporter was seeking advice on the next step to take in this treatment. It was suggested that we replace the pump under his pectoral muscle, but his right elbow was usually pressed into his chest on the right and the space was tiny on the left. The reporter also asked how could the pump be refilled, since the needle would have to go through the pectoral muscle each time? The patient wanted the relaxant effect of the intrathecal baclofen.